Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A device history record review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, trs100sb2, anchor tissue retrieval system, was being used during an unknown procedure on an unknown date when it was reported, ¿the metal rod protrudes out of the bag when the string is pulled to close the retrieval bag after specimen is put in. The string could not tighten fully (thus bag unable to close fully) as the rod is still stuck inside the ring.¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, trs100sb2, anchor tissue retrieval system, was being used during an unknown procedure on an unknown date when it was reported, ¿the metal rod protrudes out of the bag when the string is pulled to close the retrieval bag after specimen is put in. The string could not tighten fully (thus bag unable to close fully) as the rod is still stuck inside the ring.¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.